Manufacturer narrative:
The hosp vad coordinator reported that a four-inch venous clot was observed in tah-t right ventricle inflow valve. The css console was also tested in the hosp lab on a pt simulator (B)(4) and it performed as intended, confirming that there was no css console malfunction. It is possible that the pt formed a deep vein thrombosis while being supported by an intra-aortic balloon pump (iabp) in the ten days prior to implant of the tah-t. The clot then migrated and obstructed the tah-t inflow valve. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.

Event description:
Pt was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6) 2011. The hospital reported that he was doing well until (B)(6) 2011, when the pt said he felt dizzy and then lost consciousness. The circulatory support system (css) console that was supporting the tah-t exhibited fill volumes of 8-10 cc. The drivelines were switched from the primary controller to the backup controller, and there was no increase in fill volume. The pt was switched to the backup css console, and there was no increase in fill volume. The pt subsequently expired. An autopsy was performed on (B)(6) 2011, and preliminary info provided by the hosp to syncardia indicated that the pt's death was caused by pt conditions and that there was no device malfunction of the tah-t or the css console.